Event description:
During routine ECG electrode change out, rn noted that replaced electrodes would not send ECG signal to physiological monitor. The ECG signal was intermittent or missing altogether. The clinician replaced with new electrode set and received the same result. The clinician requested additional electrodes with different lot numbers and the electrodes were placed. ECG signal was delivered normally to the physiological monitor. Suspected lot numbers pulled and sent to biomedical for reporting to medwatch and manufacturer. Manufacturer response for ECG monitoring electrode, prewired, 3m red dot (per site reporter). Manufacturer to provide RMA for return of samples to be evaluated.